Event description:
It was reported in october 2005, that when pressure was put on the area of the implant behind the patient's ear, the volume of sound increased by around 30%. Since the evening of about a week earlier the volume of the sound had decreased by about 30%, however with pressure behind the ear and if the head was held in certain positions, the volume became normal again. An operation under local anesthesia was carried out to fix in place the active electrode, in the position where the hearing was best. There were still high resistance visible, but this was the best situation possible with the implant. The electrode was fixed in the second surgery with fibrin-glue. Unfortunately the fibrin glue was absorbed or partially absorbed by the body, so that after some time the electrode loosened again and a decision was made for re-implantation.